Manufacturer narrative:
Serial # = na.

Event description:
It was reported that during a gastric bypass, the staples in the middle of the staple line was a square form. Area was oversewn and case was completed. There was no consequence to the pt.